Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra aortic balloon pump (iabp) unit failed the leak test. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
It was reported the cardiosave intra aortic balloon pump (iabp) unit failed the leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. A getinge field service engineer (fse) able to replicate the reported issue. Unit failed the all manifold, pim test, thus pointing to a defective safety disk. Fse replaced safety disk. Post safety disk replacement, successfully completed all manifold tests without issue. Fse stated that fiber optic connector cover was found to be broken on the upper panel assembly and external damaged so fse replaced upper panel assembly and label, patient connector, label, trainer on - off. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a.